Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not reveal any anomalies. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the physician was unable to obtain sensing and impedance values of the right ventricular lead even after changing the lead position. The lead was exchanged and the patient was in stable condition during and after procedure.